Manufacturer narrative:
On (B)(6) 2010, contacted patient to follow up on complaint and request return of product for investigation. Unable to reach patient, left message. Spoke with boston home infusion and they will also follow up with patient and will call us back.

Event description:
Received a call from boston home infusion on (B)(6) 2010, indicating that a patient had contacted them on (B)(6) 2010, to inform them of a problem with normal saline i.v. Flush syringe from medefil, lot#s09353. The patient indicated that when she opened the saline syringe she smelled nail polish remover and after using the flush solution, she could taste nail polish remover. The patient has been using the flush syringe 3x daily, since (B)(6) 2010. The patient indicated that she did not experience any ill effects after use of the normal saline i.v. Flush syringe. Boston home infusion indicated that they checked their stock of the normal saline i.v. Flush syringe, lot s09353 after receiving the complaint but did not find any smell or problems with the syringe.